Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the legal manufacturer determined the likely cause was an accidental failure of the lighting led of the device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. The technical assistance center (tac) technician attempted to provided troubleshooting with the user over the phone. The technician explained that the lamp has an led lamp and would need to be sent in for repair. There may be an led malfunction. No further information was reported. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that there was an issue with the device. The lamp is not coming on but the rest of the cv-170 has power. There was no patient involvement. No additional information was provided.